Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the hydraulic stabilization system were not functional anymore. As repair, this part has been replaced. The internal complaint reference is the following: (B)(4).

Event description:
Before the surgery, it has been reported that the hydraulic stabilisation system was non-functional. There was no patient/user impact reported.